Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fractured tip could not be conclusively determined.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation ablation procedure, a fractured catheter tip was noted. Initially when the catheter was inserted into the left femoral vein, fluoroscopy revealed the tip of the catheter was bent. When the catheter was removed from the patient, a fracture at the distal end of the catheter was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.